Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is no documentation to show a causal relationship between the patient¿s hernia with repair and pd therapy with the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient unspecified issues with the hernia during pd therapy. The pdrn reported that the patient had stated the hernia was pre-existing prior to the start of pd therapy. Additionally, there were no allegations of a device malfunction causing a hernia. The increased abdominal pressure during pd therapy is known to exacerbate hernias. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm. During the call the patient stated that they were recovering from surgery. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized on an unconfirmed date for hernia repair surgery. The type of hernia is unknown. The pdrn reported that the patient stated the hernia was pre-existing prior to start of pd therapy (unknown date). Prior to surgery, the patient was experiencing unspecified issues due to the hernia. The patient was discharged on an unconfirmed date and transitioned to hemodialysis (hd). Additional information was requested but not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.